Manufacturer narrative:
The visual inspection, performed on the returned prosthesis valve, did not highlight pre-existing defects. The go-no go test confirmed the absence of dimensional irregularity, confirming that the returned pvs 21/s valve meets the specifications. The collapsing replication did not highlight difficulties in the procedure. The deployment simulation, performed on the returned valve, did not highlight anomalies and the valve resulted globally well deployed and fixed in stable way. No paravalvular leaks were observed during the simulation of the static leak test as further confirmation of the stability of the positioning. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic in the involved device.

Event description:
On 19-oct-2020, a perceval pvs21 implant attempt occurred. After the implant, the device functionality was checked via echo, a paravalvular regurgitation was noted. So the blood flow was blocked again, and the valve was explanted. The patient ultimately received a trifecta 19 mm. The regurgitation improved.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The device is in transit to the manufacturer. Further testing will be performed upon device receipt and an update to this reporting activity will be provided upon completion of the investigation.

Event description:
On (B)(6) 2020, a perceval pvs21 implant attempt occurred. After the implant, when the device functionality was checked via echo, a paravalvular regurgitation was noted. So the blood flow was blocked again and the valve was explanted. The patient ultimately received a trifecta 19 mm. The regurgitation improved. Based on additional information received, the patient was released from the hospital without any problems. It was reported that no device dysfunctions were noted. The delay in the procedure was of approximately 1 hour. No information was provided on the suspected cause of the pvl.

Manufacturer narrative:
The manufacturer received additional information as indicated in b5. The device was returned to the manufacturer for investigation and it was received on 28 jan 2021. Further investigation is ongoing.